Event description:
A surgeon reports a pt is dissatisfied with her near vision following bilateral intraocular lens (iol) implant surgery. In a follow- up, the surgeon reports the lenses are well centered and the fundus is normal. The pt has mild myopia, no astigmatism and has an allergic-like moderate irritation of the left eye. The pt states she is obliged to wear glasses to work, experiences irritation and watering of both eyes and feels a burn and a headache by the end of the day. The surgeon is currently treating her dry eyes with medications and reports the outcome of the event as "stable". There are two reports associated with this event.

Manufacturer narrative:
The product has not been returned for evaluation; the device remains implanted. Add'l info was requested and received.